Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine pacemaker follow up it was observed that the right atrial lead that was capped back on (B)(6) 2018 due to lead fracture was now exposed. There was a corrective procedure performed to cut down and recap this lead. Per the physicians decision, during this procedure a new system was implanted at that time. No further adverse effects were reported. No additional information is available.